Event description:
The customer contacted physio-control to report that their device screen was white when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control verified the reported issue and replaced the ui pcba. The device passed functional and performance testing and was returned to the customer. Root cause was determined to be a cracked and shorted capacitor, designator c181, on the ui pcba, causing the device to display a white screen.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device screen was white when powered on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.